Event description:
It was reported that the right ventricle (rv) lead exhibited unacceptable threshold. The physician elected to place a new rv lead for a better threshold. Hence, the rv lead was capped and replaced with a new lead on (B)(6) 2026. The patient was stable throughout the procedure.